Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to faulty force sensor. No error alarm noted. The device was received with cracked display window corner, reservoir tube lip and minor scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a alarm on their insulin pump. The patient's blood glucose level was not recorded but stated that he took a insulin injection for high blood glucose. The customer stated that there were no significant events that could led to the error alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.